Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked due to t-wave oversensing (twos) post ventricular sense. The lead was reprogrammed; however, the patient was inappropriately shocked again for twos. The lead parameters was adjusted again and continues to be monitored by the physician. The lead remains in use. No further patient complications have been reported as a result of this event.